Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/14/2013 device evaluation:the pump has been returned and evaluated by product analysis on 07/18/2013 with the following findings:the keypad cover was found to be peeled off exposing the key contacts. The contrast button key contact was found to be missing. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the keypad buttons were intermittently responsive and required multiple button presses to elicit a response. The down arrow button key contact was found to be inverted. There was evidence of contamination found under the key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow and down arrow keypad buttons had become unresponsive and the rubber came off the keypad buttons that morning. Reportedly, the tactile changes occurred prior to the damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.